Manufacturer narrative:
It was reported by customer that the infusion set would not prime past the 0.2 micro filter. One sample of material number 2432-0007 was received for quality investigation. Visual examination was conducted on the sample and no physical damages or abnormalities were identified. The infusion set was then attempted to be primed with water. The infusion set would not allow for priming past the filter. Further investigation under magnification indicates an occlusion at the filter inlet port. Iinvestigation was forwarded to the filter supplier for further examination. After sterilization, the filter was primed with saline, however, the downstream side of the of the housing did not prime. A pressure cuff was used to apply a pressure of 300 mmhg however this did not initiate flow. This indicated the presence of an occlusion in the downstream side of the filter. The outlet tubing was removed, and a needle was pushed into the outlet port of the filter. A resistance was felt, and the needle would not reach the back of the outlet port. The occlusion was felt to be soft, and the needle was pushed through the occlusion to the back of the outlet port. This allowed flow to be initiated. The investigation considered potential injection moulding issues that might result in fluid port blockages; however, the location of the obstruction within the outlet port would have been accompanied by a broken pin piece from the injection mould tooling, which was lacking in the return, and so injection mould related issues were ruled out. With the batch review showing no noted manufacturing deviations, non-conformance or corrective and preventative actions, that would have contributed to the reported occlusion concern, the investigation not identifying any definitive filter manufacturing contributory factors to the occlusion concern, all in process testing and inspections fully meeting specification, and evidence of tubing attachment indicating further processing, the determined root cause was ¿could not determine root cause¿. A device history record review for model 2432-0007 lot number 24015099 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached it was reported by customer that thymoglobulin bag would not prime past the micro filter.